Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was later implanted with a left ventricular assist device (lvad). After the procedure, the rv lead exhibited noise, as well as an increase in pacing impedance measurements and a decrease in r-wave amplitudes. X-rays showed the lead tip had moved when the lvad was placed; the physician was considering a new procedure to reposition the lead. Technical services reviewed the available data and noted that the noise was being managed well by the dynamic noise algorithm (dna) so no oversensing was occurring and appropriate rvs/rvp was observed on the realtime snapshot. No adverse patient effects were reported. At this time, the device and lead remain implanted and in service.